Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that there was a "disconnection of art. Lumen stated at the height of hip, separate distal part retrieved by wire sling".